Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, after inserting the device into the trocar, the jaw did not open even when the release button was pushed. The device was stopped using. The jaw did not open after firing. Other devices were inserted into another trocar and fired to remove the device clamping the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. The operation was not converted to open. Additional followup: the jaw became not to open with the release button after it was inserted through a trocar for the 1st firing. The event occurred before firing, so the device was not fired at all.